Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received and electronic data, the reported incident is verified to have occurred, but the cause could not be determined.

Event description:
Related manufacturer ref: 2030404-2021-00013, 3008452825-2021-00100, 3008452825-2021-00099, 3005334138-2021-00133, 3005334138-2021-00134. During a chronic atrial fibrillation ablation procedure, multiple issues surrounding communication, impedance, and physical connection, occurred that resulted in a clinically significant delay. Troubleshooting included catheter, catheter connecting cable, and tubing set exchanges, in additional to rebooting of the generator. The procedure was ultimately still able to be completed with no adverse consequences to the patient.